Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the top of the battery compartment was found to be cracked. The pump was returned with glue in the u-groove area; a test clip was unable to be attached. The returned battery cap was used for testing and was able to be fully tightened. Unrelated to the initial complaint, the display was found to be dim and pink. (B)(6).

Event description:
On (B)(6) 2015, the reporter alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.